Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called for the customer to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose reading was 600 mg/dl, but went down to 407 mg/dl; customer treated with manual injections. Symptoms included abdominal pain. Customer was treated with an IV insulin drip in the ICU. Customer was wearing the device at the time of admission. The caller performed troubleshooting and after removing the infusion set found a kinked cannula. The caller declined further troubleshooting. Nothing was replaced or returned for analysis.